Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator replacement, insulation anomaly and noise was observed on the atrial lead. The physician decided to capped and replaced the lead on (B)(6) 2019.the patient was stable before, during and after the procedure.